Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the chamber connection site of the bd angiocath¿ plus. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was foreign matter in the chamber connection site of the bd angiocath plus. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two photos were returned for investigation. Fm was observed in the returned photos. One actual sample without packaging was returned for investigation. The sample was subjected to visual inspection. Embedded brown fiber fm was observed in the cannula hub of the returned sample. Device history record of packaged needle batch 8095172, catalogue number 382412 and its assembled needle batch 8095785, catalogue number 8095185, catalogue number 8365076 was reviewed. No similar nonconformance was observed during the production of the batch. Embedded fiber fm observed in the returned sample. The embedded brown fiber fm was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fm had matched with protein. Proteins produces a relatively similar spectrum. Fibers that are made of protein includes silk, hair and furs. The fm was found embedded in the needle hub and not a loose fm, hence, it will not have the potential to enter the blood stream. Furthermore, the needle hub was produced by the supplier. (B)(4) will be issued to the supplier to do further investigation.